Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visually confirmed a portion of the implant returned for analysis. Significant plastic deformation was identified at the inserter interface, consistent with malpositioned or off axis impact during implantation. Microscopic examination provides evidence of fracture initiation at the base of the outside surface facets. Fracture surface examination identified a brittle fracture, with rays emanating from likely fracture initiation points suggesting the direction and location of fracture is consistent with overload.

Event description:
It was reported that the cage fractured upon impaction during an unknown spinal procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.